Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that during a procedure the physician experienced difficulty in removing one of the implant expander tubes. The procedure was completed successfully no delay, medical intervention, or adverse consequences reported.